Manufacturer narrative:
Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. A supplemental will be filled once the investigation is complete. Device remains implanted in patient.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty on (B)(6) 2006 and subsequently is experiencing a pinching sensation in the outer left side of his knee periodically and a clicking noise which has become more pronounced than it was two years ago. Condition is affecting patient's gate and balance. Tm monoblock tibial component is the only tmt design controlled part.

Event description:
It was reported that bilateral patient underwent left total knee arthorplasty (B)(6), 2006 and subsequently is experiencing a pinching sensation in the outer left side of his knee periodically and a clicking noise which has become more pronounced than it was two years ago. Condition is affecting patient's gate and balance. Tm monoblock tibial component is the only tmt design controlled part.

Manufacturer narrative:
Investigation methods: review of the complaint information in etq, review of the warsaw complaint (B)(4), review of the patient labels to determine compatibility and review of the operative report dated 12/20/2008. Investigation results: it was reported that bilateral patient underwent left total knee arthroplasty (B)(6) 2006 and subsequently is experiencing a pinching sensation in the outer left side of his knee periodically and a clicking noise which has become more pronounced than it was two years ago. Condition is affecting patient's gate and balance. The mating components were identified as a nexgen all-poly standard patella size 35, 9mm thick (00597206535, lot 60584545) and a nexgen lps-flex femoral component, size f left (00596401651) which are compatible with the size 5 lps tm monoblock tibia (00588605512, lot 60462316) that was implanted. The operative report documented that a size 5 lps tm monoblock was trialed where it fit most appropriately near the peripheral rim but not extending over. The lps tm monoblock tibia was implanted cementless. Excellent patellar tracking was reported as well as -1° to 124° of flexion with 0° of valgus alignment. The size 5 lps tm monoblock tibia remains implanted. Based upon the available information, there is no evidence that suggests anything in the design or manufacture of the size 5 lps tm monoblock tibia is contributing to the patient¿s periodic pinching sensation and clicking noise in the outer left side of his knee which is affecting his gate and balance. This investigation by product development is considered closed at this time; however, if additional information becomes available, this investigation can be re-opened.

Event description:
It was reported that bilateral patient underwent left total knee arthorplasty (B)(6) 2006 and subsequently is experiencing a pinching sensation in the outer left side of his knee periodically and a clicking noise which has become more pronounced than it was two years ago. Condition is affecting patient's gate and balance. Tm monoblock tibial component is the only tmt design controlled part.

Manufacturer narrative:
Date received by manufacturer was updated from october 17, 2018 to november 21, 2018. Product ID was received on november 21, 2018. Investigation methods: review of the complaint information in etq, review of the warsaw complaint (B)(4), review of the patient labels to determine compatibility and review of the operative report dated 12/20/2008. Investigation results: it was reported that bilateral patient underwent left total knee arthroplasty (B)(6) 2006 and subsequently is experiencing a pinching sensation in the outer left side of his knee periodically and a clicking noise which has become more pronounced than it was two years ago. Condition is affecting patient's gate and balance. The mating components were identified as a nexgen all-poly standard patella size 35, 9mm thick (00597206535, lot 60584545) and a nexgen lps-flex femoral component, size f left (00596401651) which are compatible with the size 5 lps tm monoblock tibia (00588605512, lot 60462316) that was implanted. The operative report documented that a size 5 lps tm monoblock was trialed where it fit most appropriately near the peripheral rim but not extending over. The lps tm monoblock tibia was implanted cementless. Excellent patellar tracking was reported as well as -1° to 124° of flexion with 0° of valgus alignment. The size 5 lps tm monoblock tibia remains implanted. Based upon the available information, there is no evidence that suggests anything in the design or manufacture of the size 5 lps tm monoblock tibia is contributing to the patient¿s periodic pinching sensation and clicking noise in the outer left side of his knee which is affecting his gate and balance. This investigation by product development is considered closed at this time; however, if additional information becomes available, this investigation can be re-opened.